Manufacturer narrative:
The reported events were lead dislodgement and lead could not be disconnected. As received, a partial lead (distal portion) was returned in one piece. The reported event of lead could not be disconnected was not confirmed. Visual inspection of the lead found the helix partially extended clogged with blood/tissue as received. After cleaning blood/tissue from the helix and applying torque to the inner coil at short length, the helix could be fully extended and retracted. The full measured helix extension length was within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception procedural damage.

Event description:
Related manufacturer report number: 2017865-2023-38604. It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise. This resulted in inappropriate mode switches. During lead revision, it was discovered that the right ventricular lead was bound to the atrial lead and could not be disconnected, so extraction of the atrial lead resulted in rv lead dislodgement. Both leads were explanted. The patient was stable and asymptomatic.